Manufacturer narrative:
A medtronic representative went to the site to test the system. The cable was replaced and the issue resolved. A full system checkout was performed after part replacement and all tests passed. The cable was returned to the manufacturer for evaluation. Functional testing and visual/physical examination was performed, and no fault was found. The cable was found to be in good condition and passed all tests with no opens or shorts detected.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that when logging into the cranial software, the system became unresponsive. The site tried multiple reboots which did not resolve the issue, including booting the cranial software with the emitter usb cable unplugged. After the representative uninstalled the cranial software and booted up the system with the emitter usb cable unplugged it was possible to navigate to the software as expected. Once the cable was plugged back in, the system became unresponsive again. The procedure was aborted and rescheduled. There was no impact on the patient outcome.